Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-603a-(B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits severe devitrification at output window; the metal cap exhibits mild detritus adhesion and signs of crystal deposits on surface; the outer flow tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a procedure at 102,144 joules of use and 13:50 minutes, the ¿fiber place unit on stand by over and over.¿ "doctor put laser on standby to switch to resectoscope to control bleeding. When he switched back to the laser, the fiber was constantly flashing." The fiber tip (cap) was not cleaned during the procedure. The procedure was completed utilizing a second fiber. Patient outcome ¿ok¿ reported.